Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the reported image problem, and was attributed to a faulty scope connector cable. However, the cause of the faulty cable cannot be conclusively determined at this time. The legal manufacturer's investigation is ongoing. If new and relevant information becomes available later, this report will be supplemented.

Event description:
The user facility reported that the device displayed no image (only stripes). There was no patient injury reported. The unspecified case was reportedly completed with the same device, as it was functioning during use. The image problem was noted during the reprocessing of the device. There was no reported delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was confirmed that the image was not displayed due to the failure of 7hf08 cover. The cause of the failure could not be identified. Olympus will continue to monitor field performance for this device.